Event description:
Multiple reports (5+) of digital thermometer reading err message- nursing having to waste thermometers to get one that functions properly. When pushing the "on" button, the beep is not a clear tone, it is more muffled/delayed beep.